Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several electric shocks which were not successful in converting the arrhythmia. Additionally, it was suspected that the patient experienced dual tachycardia. The patient was hospitalized. No additional adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
Corrected fields: b5, h6 patient codes and device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several electric shocks which were not successful in converting the arrhythmia. The patient was hospitalized. No additional adverse patient effects were reported. At this time, this device remains in service.